Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).